Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient changed their solution bag but used the same cassette and then performed therapy. The peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for this event. On the same day of onset, the patient was treated with ciprofloxacin (750 mg, by mouth, every eight hours for the duration of one day) for peritonitis. On an unreported date, the patient was treated with intravenous vancomycin (2.5 g per week, duration not reported) for peritonitis. Three days after onset, treatment for peritonitis included intraperitoneal natamycin (100 mg, every day, duration not reported). Therapy was ongoing. The patient has been retrained on aseptic technique. At the time of this report, the patient is recovering from this event and the natamycin treatment is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.